Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.